Event description:
Device 1 of 3. Reference MFR report: 1627487-2010-08276. Reference MFR report: 1627487-2010-08277. The pt received the scs system on (B)(6) 2010. It was reported that the lead had a migration. During the lead revision procedure, the lead anchor was found to be unlocked. The lead was repositioned and the anchor was replaced. When the set screws were removed to take out the leads from the scs ipg, the core of the septum came out and the metal was exposed. The ipg was replaced by the new ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.